Manufacturer narrative:
Additional info: product analysis: the rods returned have fractured in close proximity to the bone screw location. Their fractures are all fairly flat in visual appearance. Once under magnification, there were valleys in the fracture surface consistent with material overload. There is some smearing/damage noted to parts of the fracture face consistent with the two fracture faces touching at some point prior to removal. A microscopic review of the fracture surface does not reveal signs of cyclic fatigue. The o.d. Of the rods were checked and meet print spec. The above observations are consistent with shearing forces placed on the rod resulting in material overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-op diagnosis: listhesis of l4-5 "rmi" with herniated disc l4-5 plus bilateral foraminal stenosis by vertebral body slippage. Post-traumatic l4-5 radicular syndrome secondary to spondylolisthesis. Levels implanted: l3-l4-l5-s1. It was reported that on (B)(6) 2016, patient underwent an unspecified surgery due to a bathroom fall where rods were implanted. Post-op, rods broke and patient suffered with pain in lumbosacral region. Patient underwent following surgeries on (B)(6) 2017: l4-5 transforaminal selective endoscopic discectomy and discography in which zeus boxes (olif) l3-4 and l4-5, screws l3-4-5-1, bars and implants(l2-3) were implanted. On the night of (B)(6) 2017, patient experienced a strong thump in the back when lying down on the stomach at night, and in the morning((B)(6) 2017) she had lower back pain radiated to both legs( predominantly in the left leg). Patient was medicated but the pain did not diminish, and a week later, she had her menstrual period, which gave her a intense colic type pain that she had never presented. On (B)(6) 2017, when she laid down on her stomach, she heard a much louder thud, and when she got up in the morning, she developed extreme pain, more intense than the previous one((B)(6) 2017), in the lower lumbar region, which irradiated to both legs. The pain made it impossible for her to get up, which makes her crawl on the ground. Broken rods still remain I nside the patient and she will have to be intervened again to remove them and replace with new ones.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, a re-intervention to the patient was performed in order to change the implants inserted in the initial surgery. Patient was stable post the surgery.

Manufacturer narrative:
Additional info: x-ray review results: post-op x-rays show l3-s1 posterior spinal fusion with l3-4, l4-5 interbody grafts. There is a rod fracture at l4-5 with some kyphosis. Many of the provided images do not have dates and it is understood from the provided description where and which rods were fractured and revised.there is a paucity of graft/ bone in the interbody spaces and it does not appear fusion has occurred. If information is provided in the future, a supplemental report will be issued.